Event description:
It was reported that during follow-up, the patient was experiencing presyncopal symptoms. Noise and a loss of capture were observed on the right ventricular lead. A decrease in sensing values and an increase in impedance was also seen. A lead fracture was suspected. The lead was explanted and replaced on (B)(6) 2015. The patient was noted to be in stable condition following the procedure.